Event description:
Additional information was received from the company representative (rep) who provided the pump logs examined on (B)(6) 2016 (last changed (B)(6) 2015). The logs indicated the patient was receiving lioresal 2000 mcg/ml (dose 251.9 mcg/day) in simple continuous mode via the implanted pump. On (B)(6) 2016, there was no change in the daily dose.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer and company representative regarding a (B)(6), male patient who was receiving baclofen (dose, concentration, type and lot number unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient thought the "pump quit." The patient experienced increased spasticity as a result. The patient went to the emergency room (ER) and was given oral baclofen, which relieved his symptoms. On (B)(6) 2016, the pump was interrogated and no events were noted. No interventions or actions were taken. Surgical intervention had not occurred and was not planned. As of (B)(6) 2016, the event was ongoing and the patient;s status was reported as "alive - no injury." The patient was traveling in a different state and was looking for providers in the area. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the cause of the event, troubleshooting, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. It was reported the patient had been managed by a different physician while traveling. The patient had since returned home, and the company representative didn't know of any further troubleshooting, actions, resolution, or if the cause of the symptoms had been determined. The company representative had read the patient's pump on (B)(6) 2016 and had the baclofen dose and concentration on the programmer. No additional information was reported regarding the event.